Manufacturer narrative:
E1: name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325-1219 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6)2026. The infusion set was in use for two to four hours. Patient also experienced high blood glucose level at the time of the event and managed via pump.